Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced a heart attack, high blood glucose, pneumonia, a hyperglycemic episode and hospitalization. Customer's insulin pump was taken off when they were admitted into the hospital.